Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. Bilateral renal artery coil embolization was completed due to patient's current renal failure (on dialysis). It was reported during the index procedure etbf3616c166ej was placed from directly under the superior mesenteric artery (sma). Deployment was performed without any problems however when removing the delivery system, it became stuck in the calcified part of the left external iliac artery (eia) and could not be removed. The delivery system was removed using a surgical approach. After that, the stent graft limb was placed to the left common iliac artery (cia) as scheduled. A non mdt and a bare stent of 8mm were then implanted in the left eia and the procedure was completed without any further problems. Per the physician the cause of the removal difficulties was anatomy related due to slight tortuosity and calcification present in the left access where the delivery system got stuck in the calcified part.